Event description:
The customer reported that during functional testing, it was found that the power supplied by the generator is twice the power set on display. If it is set at 70w, the generator supplied 138w.

Manufacturer narrative:
(B) (4). The incident device has been received and is being sent to the covidien service center in (B) (4) for evaluation. When the device evaluation is completed, a follow-up report will be submitted.